Event description:
A customer reported experiencing a cgm error 42 with their g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for a pump reset, guiding the caller through the process. After the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.